Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that the device was already explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker showed a remaining longevity of less than six months since several years ago. It was also reported that the magnet rate was 90 beats per minute for more than a year. The device was programmed as vvir and outputs were high. An engineering analysis was done indicating that the changes in longevity remaining may have been a result of device programmed parameters, having the device operate with a current drain at the bin boundary. Furthermore, it was suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. The device appeared to have been operating normally and has approximately a month to elective replacement time (ert). To date, the device remains in service. No adverse patient effects were reported.